Manufacturer narrative:
D3: corrected h6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The probable cause of the issue was damage to the downstream occlusion (dso) seal. The dso seal was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a ripped/bubbled downstream occlusion seal. There was unknown patient involvement.